Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation; therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 4 false positive results using cue covid-19 test for home and over the counter (otc) use. (See related cases (B)(4) and (B)(4) for additional reported false positive results). This report is for 1 false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot: 20136e, cartridge sn: (B)(4) and cue reader sn: (B)(4). The customer stated they tested negative on other confirmatory tests, but did not specify if a confirmatory test was taken around the time of this event. No further information on the confirmatory test. The customer did not exhibit any symptoms.